Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/08/2019. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspected with the unaided eye revealed that the lens was in pieces, possibly due to the explant. Further evaluation was not possible. The customer's reported complaint could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: initially, it was reported that patient experienced poor post-op refraction after implantation of model zxr00 iol (intraocular lens). As a result, lens was explanted. Additional information was received and it was learnt that the surgeon believes that there was no issue with the lens and the explant was due to a mis-calculation. This information was reported under MDR# 3011852734-2019-00031. Because the patient had bilateral implants, new information was received and documented under the companion folder where the patient revealed more information on her right eye. The patient is currently experiencing many symptoms such as; eyes burn, vary on which one is red; it is like a haze all the time and glare in both eyes. She almost feels like a foreign object is in her eyes. She also sees a haze all the time and needs readers unless it is an exact level is used. She cannot drive because she cannot see street signs properly. Some days she can see and some days she cannot see very much. She is currently using the following: serum tears, omega 3 eye drops, xiidra eye drops. Patient has 20/20 on her post op visit which was the same day (later in the afternoon) of the implant date. But then after 1 week, her right eye vision decreased. She reports that it looks like she is in a smoky and cloudy room all the time. She must have lights on and it is still difficult to read. She is allergic to everything that grows in the desert and especially to the dust storms. The lens was explanted the iol from her right (od) eye and replaced it with another symfony lens (0.5 diopter higher). She is currently using serum tears for a month. She stated she had the dry eye condition before the lens implants and was on drops as well. She has always worn glasses for distance, but could not adapt to bifocal glasses, so just had distance vision glasses. Patient code: 2140 - visual disturbance. Patient code: 3191 - glare. Patient code: 2138 - vision impaired. Patient code: 2146 - burning sensation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is between 10/18/2018 and 12/6/2018. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced poor post-op refraction after implantation of model zxr00 iol (intraocular lens). As a result, lens was explanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that the surgeon believes that there was no issue with the lens and the explant was due to a mis-calculation. No incision enlargement, no vitrectomy was performed and no injury occurred. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.